Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to insert the proxy guide wire was confirmed. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities. The complaint handling database was reviewed and identified no other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath after a percutaneous coronary intervention. Reportedly, the proglide device was unable to be advanced to the arteriotomy. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.